Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 6958716, 510k # k081297 was cleared in the united states. Neither device nor applicable imaging films were returned. Hence, it is difficult to draw any conclusion as of now.

Event description:
It was reported that a patient underwent cervical posterior fusion for trauma. During the surgery, a lateral mass on the right c5 was cracked just when a screw was inserted. The screw was removed. The surgery was completed without inserting c5 screw. No surgical time was extended by this event. Fracture dislocation occured at c6. Spinal fusion was conducted at c4-th1 (right c5 was skipped).it is not certain whether the lateral mass got broken due to the patient's bone quality or insertion trajectory. The product came in contact with the patient. No patient complications were reported.